Event description:
Pt underwent second therasphere treatment today. Following the procedure, the patient became agitated and pulse oximetry dropped to the mid 80's. Patient was placed on 100% nrb and their pulse ox increased to the low 90's. The patent was suctioned orally for clear secretions. Hard suctioning induced bleeding and a large amount of blood was aspirated. Following suctioning the pulse ox increased to the high 90's on 100% nrb. The patient was intubated at this time to secure their airway. The patient was admitted to the micu for further observation and is currently still there.